Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID addr01 implantable pulse generator implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that after implant of a new device, the atrial lead was undersensing and had far field r-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.